Event description:
It was reported that the asymptomatic patient presented in-clinic for testing following an alert for noise and low impedance on the right ventricular lead. The lead noise was able to be reproduced with left arm isometrics. All other lead metrics were normal, including impedance. An x-ray did not reveal any anomalies. The patient was in stable condition, and no intervention was performed. The physician is going to monitor the patient regularly.